Event description:
The customer reported that the system displayed a generator error message. The system shuts down when this occurs. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The transformer taps were recalibrated. The system was then found to be operating as intended.